Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6)2019 , the battery impedance was measured at 3.52 kohms, with a minimum estimated residual longevity of 6 months. However, the pacemaker was found operating in vvi mode, with a battery impedance superior to 10 kohms during the follow-up performed four months later, leading to a replacement on (B)(6)2020. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the battery impedance was measured at 3.52 kohms, with a minimum estimated residual longevity of 6 months. However, the pacemaker was found operating in vvi mode, with a battery impedance superior to 10 kohms during the follow-up performed four months later, leading to a replacement on (B)(6) 2020. Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during a follow-up performed on (B)(6)2019 , the battery impedance was measured at 3.52 kohms, with a minimum estimated residual longevity of 6 months. However, the pacemaker was found operating in vvi mode, with a battery impedance superior to 10 kohms during the follow-up performed four months later, leading to a replacement on (B)(6)2020 . Preliminary analysis revealed, that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Electrical characteristics of the returned unit were within specifications.